Event description:
It is reported that the patient's hip was revised due to dislocation. The surgeon suggested metallosis may be present was well.

Manufacturer narrative:
This report will be amended when our investigation is complete.